Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. A review of the therapy identified an excessive drain volume compared to the clinician programming. The device programming revealed the programmed minimum initial drain volume was below the recommended settings of 70%. Based on the device log analysis, the direct cause was determined to be programmed minimum initial drain volume being set too low. There was no evidence of device malfunction. Per the amia clinician guide, setting the minimum initial drain volume too low may result in an incomplete initial drain followed by a complete fill. The minimum initial drain volume should be set to at least 70% of the last fill volume. Setting the minimum initial drain volume too low may result in an increased intraperitoneal volume (iipv) situation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and abdominal fullness during a ¿fill¿. The patient was connected to the amia device at the time of the events. The patient reported they needed to drain the fluid so they disconnected. Renal therapy services (rts) assisted the patient to connect to a continuous peritoneal dialysis drain bag. The patient reported they opened the transfer set and fluid was draining into the drain bag. The patient reported they felt better and draining relieved the symptoms. The patient reported they did not bypass any drain and they ¿always" felt short breath during fill phases and had to do a partial drain to relieve the shortness of breath. Rts had the patient follow up with the peritoneal dialysis registered nurse. The device was operational and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.